Event description:
The patient presented to the emergency department with altered mental status and possible ventricular tachycardia (vt). The ra lead appears to be intermittently under/oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).